Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient condition. However, a cause for the reported single leaflet device attachment (slda) cannot be determined. The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Date of event: date estimated.

Event description:
This is being filed to report the clip detaching from the anterior leaflet. It was reported that this was a second clip intervention after a single leaflet device attachment (slda) from the first clip intervention on (B)(6) 2021. The slda was discovered in (B)(6) 2021 the first control of the patient. The xtr clip was detached from the anterior leaflet and only attached on the posterior leaflet. The mitral regurgitation (mr) was grade 3-4. Because of a pre-surgery, the image quality was difficult due to the hypermobile esophagus and grasping was difficult. Two xt clips were implanted on (B)(6) 2022, one medial and one lateral of the detached clip to stabilize the clip. The final mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.